Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported will not power on when set is inserted. The evaluator found the device to power on using battery and or alternating current (ac), however the device would not automatically power up upon opening the door. The cause was determined to be failed upper latch switch. The upper auxiliary was replaced d to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not power on when set was inserted. The event occurred in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device problem code should be a070908 and not 1014 as previously reported.